Event description:
International affiliate reports perforator failed to disengage. During the surgical procedure; the first hole was made successfully. When a second hold was made; the perforator did not disengage and plunged through the inner table and lacerated the sagital sinus vein which bled. The perforator then became wedged into the hole and could not be extracted. The surgeon attempted to remove the perforator first by pulling back with the power tool and then by applying a rongeur directly to the perforator which resulted in the perforator sections parting. The perforator remained in situ. Two more holes were made with a second perforator and a section of the skull cut out to obtain access to the vein. The pt's skull was repaired with cranioplaster. The pt was discharged in four days with no ill effect.